Event description:
It was reported that a female patient underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. It was noted that this patient had a small atrium that may have contributed to this event after performing an electrophysiology (ep) study and fast anatomical mapping (fam) with the lasso navigational catheter, 4 ablation lesions were made at 20 watts and 20 seconds each. The physician then noticed a drop in the patient's blood pressure. They confirmed a large pericardial effusion on intracardiac echo. Heparin was reversed and a pericardiocentesis was performed, draining approximately 600 cc of fluid. The patient stabilized. The procedure was part of a non-bwi, investigator initiated clinical trial. Additional information was received regarding the event. A transseptal puncture was performed with an unknown needle. There were no error messages observed on biosense webster equipment during the procedure. Anticoagulation was used and the act was maintained above 300 seconds. The patient did not require hospitalization. Settings during the event include: power control - 20 w, 20 seconds, 4 total ablations / irrigation flow setting ¿ 17ml/ min. The power was not titrated during ablation. An agilis sheath was used during the procedure.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto 3 rmt system (model# m-5830-01, serial# (B)(4)); stockert (model# unknown serial# unknown); coolflow pump (model# unknown serial# unknown); acunav catheter (model# m-5723-09 lot# unknown); lasso navigational eco catheter (model# d-1343-01-s lot # unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).